Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. No actions will be taken at this time. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this swan ganz catheter the dinapt connector got disconnected from the positive lead cable (red sleeve), even though the movement of the patient positioning in the bed was minimal. Furthermore, the pacer was secured properly as per customer¿s policy. Therefore, when the issue was noticed, the patient was moved to the operating room to remove the pacing catheter and put in a permanent pacemaker. The patient was in stable status once the permanent pacemaker was put in. There was no allegation of patient injury. Patient demographics unable to be obtained due to hippa policies in (B)(6).